Event description:
The user's hearing performance with the device is affected. Hearing performance before the onset of high channels was good. No accident or trauma has been reported and there was no redness or swelling around the implant. There have been no changes in the user's health or medication but the user reportedly has several other health issues. Reimplantation is considered. However, no date for re-implantation has been set.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. Hearing performance before the onset of high channels was good. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.